Manufacturer narrative:
The field service engineer found several crystals in the module. No further details were provided. The investigation did not identify a product problem. Based on the provided information, the specific cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and expiration dates were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results with the sodium electrode (na) for one patient sample tested on a cobas 8000 cobas ise module (double). The initial result was 133 mmol/l. The repeat result was 140 mmol/l.